Event description:
The customer reported via phone call that the screen of the insulin pump had deep scratches. The customer stated that it was difficult to read the screen. The insulin pump had also alarmed motor error. The customer's blood glucose was unknown. The customer explained that the damage to the screen was caused by work. The customer was advised that their insulin pump needed to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per healthcare provider's instructions. The customer was informed the device would be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.